Event description:
It was reported that there was a break on the distal portion of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found both distal and proximal insulations were abraded through to the coil at 52.6 cm from the connector.